Event description:
Additional information received from the patient stated that the fall impacted the ins were misplaced. The sudden return of symptom was determined. The device was no longer working. Tech in (B)(6). In (B)(6) 2020 stated if new batteries and all device could be replaced. Clearance not received until (B)(6) 2020."a complete new device was placed in (B)(6) 2021. The reported issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they just received a new implant yesterday, (B)(6) 2021, for the previously reported return of symptoms due to a fall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that after they fell on (B)(6) 2020, their symptoms returned and they knew their stimulator and lead should be replaced but then they had a heart attack on j(B)(6) 2021 got a stent and were told they could not have interstim replacement surgery until they got cardiac clearance after 6 months. Pt said, in the meantime they moved from (B)(6) to (B)(6) and found a doctor to replace the stimulator. Pt said they received cardiac clearance on sep 14. Pt sid they have been trying to schedule the replacement, talking to dawn at the doctor's office who gave them a replacement date coordinating with a medtronic rep, but that is not soon enough for the patient. Pt said they were calling medtronic today to ask the medtronic rep to be available on an earlier date. Tried to review rep role and redirect back to the doctor for scheduling purposes. Pt repeated their request to schedule with a rep earlier. Offered and sent email to the reps in the area asking them to contact the patient. Sent email to reps to call pt. Redirected pt to their doctor. The patient mentioned unrelated medical history. This included pt had a heart attack (B)(6) 2021 and they put a stent in.